Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient's external equipment was "horrible". Per the patient, "it takes forever when I try to bolus, almost 3 minutes. It's like I'm constantly - it goes to 90% and I kind of move the thing (communicator) around. I don't even attempt to get boluses anymore", so the patient told their doctor, who suggested that the patient "get a new one". The patient confirmed that this doctor was their new doctor, who the patient saw on (B)(6) 2025. Then the patient immediately started connecting to the pump and mentioned "it's stuck on 63% and it tells me to move it, so I do, but it gets to 90% and it takes a good while for it to move to finish it". When patient services inquired about the event date, the patient stated "since I got it" and then said "no", and mentioned that their bolus had started. The patient mentioned that they did power off the handset in between uses to save battery, but they didn't want to do that. The patient also stated that they were very frustrated with the battery life and having to connect to the pump twice in order to receive a bolus. After bolusing, the patient read an expected lockout of 3 hours and 59 minutes with 5 boluses left for the day. Patient services assisted the patient in clearing data. Prior to clearing data, the patient's data was 1.96 mb. The patient planned to monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.